Event description:
During a disinfectant training session for the ozone system at a dialysis facility three trainees complained of dizziness. They were transported to an emergency room for eval. Two of the trainees were sent home from work and one returned to work. The reporter said that the room fan was not working or was turned off.